Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. At the time of this report, the patient was not hospitalized. The cause of the infection was unknown. On an unreported date, the patient was treated with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported). The outcome of the infection was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.